Manufacturer narrative:
The review of the manufacturing paperwork verified that the lots met all pre-release specifications. Additional device implanted and involved in this event: pxc201000/06408077 - implanted on the right side.

Event description:
On (B)(6) 2010, the patient underwent treatment of an abdominal aortic aneurysm with three gore® excluder® aaa endoprostheses. Reportedly, a contralateral leg component (pxc201000) was implanted on the right side and a contralateral leg component (pxc201400) was implanted on the left side. On (B)(6) 2015, follow-up CT imaging identified aneurysm growth (amount unknown) in both iliac arteries. It was reported the left iliac artery measured approximately 3.3cm and the right iliac artery measured approximately 2.6 cm. On (B)(6) 2015, an intervention was performed to address aneurysm growth due to disease progression of the left iliac artery. The left internal iliac artery was first coil embolized, and three additional contralateral leg components were implanted for distal extension from the level of the aortic bifurcation to the left external iliac artery. Final angiography showed exclusion of the left iliac artery aneurysm, and the patient tolerated the procedure. On (B)(6) 2015, an intervention was performed to treat the enlarging right iliac artery. A contralateral leg component was implanted for distal extension and landing proximal to the origin of the right internal iliac artery. Final angiography showed exclusion of right iliac artery aneurysm, and the patient tolerated the procedure.